Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf, diopter +19.0. The lens tore prior to insertion and the cause of the lens damage was due to a plunger override. The lens was not inserted and there was no patient contact or injury.